Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported two instances when the battery in the pump was warm but not hot to the touch; there was no report of injury to the pt due to the heat. He said that he noted the warmth during battery changes on (B)(6) 2010 and again on (B)(6) 2011. He denied moisture or corrosion in the battery compartment; he used lithium 1.5 volt ultimate energizer non rechargeable batteries. The pt reviewed the pump alarm history and found 3 low battery alarms on (B)(6) 2011, another low battery alarm on (B)(6) 2011, and two replace battery alarms on (B)(6) 2011. He said that he replaced the battery after the second replace battery alarm. He reported low battery alarms on (B)(6) 2010, the day he replaced the battery and noticed the warm battery.